Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a button error. His or her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.